Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on (B)(6) 2022. The procedure was performed under local anesthesia. The procedure went smoothly, and the placing physician did not recall anything unusual about it. Following the procedure, the patient had no side effects. However, on computerized computed tomography (CT), it appeared there was possible rectal wall infiltration. Upon review of the CT simulation images again, the entire spaceoar vue was determined to be within the rectal wall because of how it hugged the anterior rectal wall contour. The hydrogel, on sagittal view, appeared to start in the anterior rectal wall at the base/midgland and then when progressing inferiorly on review towards the apex, the hydrogel bifurcated, and part of the hydrogel moved deeper and possibly into the rectal lumen. It was not fully clear if the hydrogel penetrated the mucous into the lumen. No patient complications occurred, and it was noted the patient was healthy. It was decided to wait and let things heal. The patient had not received their planned, external beam, radiation. The physician planned to start androgen deprivation therapy (adt) in terms of the medical plan and likely planned to put him on 9 months of adt total. Additional information was received on may 18, 2023: additional information received reported the patient was started on lupron following their spaceoar vue implant. Their initial simulation imaging occurred on (B)(6) 2022. The plan due to the misplacement was to wait six months to allow the hydrogel to dissolve. The patient was reported to have been doing well clinically with no symptoms. It was reported that on (B)(6) 2023, new simulation images were reviewed. Upon review, it was noticed that the iodine of the spaceoar vue had disappeared, and there was an even larger area of inflammation where the hydrogel used to be, the inflammation had a similar appearance to a walled-off seroma. It was noted it was difficult to differentiate the sigmoid colon versus the hydrogel during the image review. The plan is do magnetic resonance imaging (MRI) in order to differentiate the hydrogel from the patient's anatomy.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on (B)(6) 2022. The procedure was performed under local anesthesia. The procedure went smoothly, and the placing physician did not recall anything unusual about it. Following the procedure, the patient had no side effects. However, on computerized computed tomography (CT), it appeared there was possible rectal wall infiltration. Upon review of the CT simulation images again, the entire spaceoar vue was determined to be within the rectal wall because of how it hugged the anterior rectal wall contour. The hydrogel, on sagittal view, appeared to start in the anterior rectal wall at the base/midgland and then when progressing inferiorly on review towards the apex, the hydrogel bifurcated, and part of the hydrogel moved deeper and possibly into the rectal lumen. It was not fully clear if the hydrogel penetrated the mucous into the lumen. No patient complications occurred, and it was noted the patient was healthy. It was decided to wait and let things heal. The patient had not received their planned, external beam, radiation. The physician planned to start androgen deprivation therapy (adt) in terms of the medical plan and likely planned to put him on 9 months of adt total.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).